Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer for analysis. As per the pump¿s log, dilaudid with concentration 0.2 mg/ml was being administered via a simple continuous dose rate of 0.03998 mg/day as of (B)(6) 2016. Also per the pump¿s log, the low reservoir alarm date was (B)(6) 2017 (date is post explant) and the logs examined on (B)(6) 2017 revealed a low reservoir alarm and empty reservoir alarm had occurred.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine [0.2 mg/ml] at a rate of .03998 mg/day via intrathecal drug delivery pump. It was reported that the patient experienced withdrawal and underdose signs/symptoms. It was also reported that the refill volume was inconsistent and inaccurate with the expected refill volume. It was unknown if there were any environmental/external/patient factors that may have led to the issue. A catheter dye study and rotor study was performed. The device was explanted and a new device and catheter system was implanted and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found damage to the transition tube of the catheter body. A hole was also found in the catheter body that was not user related. The catheter body was broken. The catheter body had significant twisting that may have affected infusion. Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.